Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was analyzed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: sw requirement doc. Issue is confirmed. After investigation it was found that there was a notification that was received by the cp app about one hour after carelink had sent it, however after this it was found that the notifications were received by the cp app within that minute carelink sent them. As a result, the likely reason for the initial delay is due to weak internet connectivity or the app was forced closed. To assist with the resolution of the issue, we provided helpline team with the following step to ensure that it is addressed effectively: for notifications that are not received , please try the following: enable app notifications: settings apps carelink connect notifications turn on. Disable battery optimization for the app: settings battery optimization carelink connect don't optimize. Check do not disturb settings: settings notifications do not disturb allow exceptions for the carelink connect . Enable background data: settings apps carelink connect data usage turn on background data. Allow notifications on lock screen: settings notifications lock screen show notifications. Also perform below steps: settings > apps> carelink connect mobile > storage cache click on clear storage clear cache. By performing this step the customer will remove all the cached information related to the app. Uninstall the application normally. Restart the phone. Install the carelink connect mobile app. Wait 10 minutes. Open the app. If issue is not resolved, wait 15 minutes and try all steps again. The helpline has not confirmed whether the recommended steps provided has resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer's care partner not receiving notification through carelink mobile application . The customer reported no adverse event. The event involved product(s) mmt-6111. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.